Event description:
An evaluation of the returned device revealed insufficient adhesive in the screw holes of the distal end. There was no complaint from the lending customer and no patient involvement.

Manufacturer narrative:
There were few additional findings. The ultrasound probe was loose. The "peeling of adhesive of bending section" detected during incoming inspection of the device was not confirmed upon further evaluation. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Due to wear of angle wire, the play of up/down knob is out of the standard value. There was gap on the adhesive part of the bending section cover. Protector of universal cord on scope connector side has a scratch. Paint on air/water-cylinder was peeled. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is received.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to stress. The event can be prevented by following the instructions for use (IFU) which state: warning ¿do not strike or drop the tip of the endoscope, soft part, curved part, operating part, universal code, or scope port.¿ ¿do not bend, pull or twist the cable with a strong force.¿ ¿damage to the device may result in injury to the body cavity, burns, bleeding, perforation, or dislodgement of parts.¿ olympus will continue to monitor field performance for this device.